Event description:
The rptr stated that during a spinal surgery procedure using the manta ray anterior cervical plate the screw that was being inserted pulled through the plate. This happened when the surgeon was inserting the first screw. He removed the screw and then removed the plate. Another brand of plate was used instead. This added about fifteen mins to the length of the surgery. There was no adverse outcome for the pt.

Manufacturer narrative:
As a result of integra's two year retrospective review, which is still ongoing, we have concluded that this complaint should have been submitted as an MDR at the time of the complaint. No product was received for eval. This issue was addressed through a corrective action in (B)(4) 2009. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.